Event description:
The customer reported to olympus, the single use sphincterotome v (distal wireguided) was inspected before use and the covering was torn, exposing the knife wire. The issue was found during procedure, and the therapeutic procedure (endoscopic sphincterotomy) was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of covering was torn, exposing the knife wire was confirmed. Device evaluation found that the end face of the coated portion was torn, and the cutting wire was slightly exposed. The coated portion was not missing. Based on the investigation result, a likely factor causing peeling of the coated portion of the cutting wire might be the following. However, the exact cause could not be determined. It is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire had possibly been rubbed due to the effect of contacting a metal area of the endoscope. This issue is addressed in the instructions for use (IFU): when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. Olympus will continue to monitor the field performance of this device.